Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus could not specify root cause of the contamination. Olympus provided the following result of the culture test, performed at the third-party labs: sampling result date: (B)(6) 2024 sampling from: all channels cfu: <1 cfu/endoscope bacterial identification: no detection the device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. IFU warns on inappropriate reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >250 of colony forming units (cfus) of escherichia coli. A subsequent test was performed and the scope tested positive for >250 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.